Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "size exchange/malposition". Later healthcare professional reported "malposition" relates to contralateral side. Later healthcare professional reported "inferior and lateral malposition w/retained adm". This record is for the right side. Device has been explanted.